Manufacturer narrative:
The pad-pak was first installed in february 2009 and performed to specification, alongside random manual power ons, up to the 4th august 2013. The device records temperatures below the recommended minimum temperature for this device. The device recorded several failed self-tests due to a low battery between the 11th-31st august 2013. An increase in voltage suggests a further pad-pak was installed later on the 31st august 2013. The device successfully performed all self-tests, alongside random manual power ons, up to the 12th july 2015. Multiple manual power ups of mainly of ten minutes duration were recorded between the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.